Event description:
The user facility reported that the slide lever that holds mechanism closed got sticky and does not detect the occlusion alarm. The device failed to alarm during bio-med testing. There was no patient involvement. Baxter did try to obtain additional information, however, none was available.

Manufacturer narrative:
The device has been requested for evaluation, however, to date it has not been received. As soon as the device has been returned, and evaluation completed, a follow-up report will be submitted.